Event description:
The physician reported that at scheduled follow-up on (B)(6) 2012, the pacing threshold test could not be performed, since during testing the user interface froze. The test was repeated several times after reboot, but the problem was still present.

Manufacturer narrative:
August 10, 2012. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending.